Event description:
Four pts who had undergone cystoscopic examination presented with multidrug resistant pseudomonas aeruginosa (mdrp) that was detected as a result of urine culture. This is the report for the first pt who had cystoscopic examination in 2009, and experienced fever and pyuria (pus - urinary tract infection) after the examination. He was hospitalized five days later, with a diagnosis of prostatitis (inflammation of prostate). An antimicrobial medication was prescribed. A urine culture taken and mdrp was found. Eight days later, another urine culture was performed and the result was negative. The antimicrobial medication was discontinued. The pt was discharged from the hospital two days later. The scopes used were processed with cidex plus 28 (cp28) day solution in a non-asp automatic endoscope reprocessor. It was reported that the water filter of the endoscope reprocessor was not changed for 10 months. Mdrp was found in some parts of unit. After this event, the filter was changed. The health care workers at the hospital was retrained regarding cp28 and proper way to process the scopes.

Manufacturer narrative:
Inflammation, prostate. All related mdrs: 2084725-2009-00644 pt#2; 2084725-2009-00646 pt#3; and 2084725-2009-00647 pt#4.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, and failure mode and effects analysis. No lot # was provided; therefore, a batch record review was not performed. A review of the complaint history from (B)(4) 2009 through (B)(4) 2010 for cidexplus solution with the problem code "hr - procedure related" revealed 11 complaints: six complaints of which were reported by this facility, 5 related and 1 unrelated. The remaining 5 complaints from other facilities were unrelated to this event. There was no information in the complaint to suggest that cidexplus solution was used improperly. However, a review of the cidexplus fmea (failure mode and effects analysis) was performed for potential use error resulting in patient infection. The score was determined to be below the threshold of 100. Initially, the patient was administered maxipime. After mdrp (multidrug resistant pseudomonas aeruginosa) was detected in a urine culture, the patient was switched to penicillin and habekacin. The investigation was performed by (B)(4). It was reported that the water filter on the endoclens aer was not changed for 10 months, and mdrp was found in some points of the machine. It was suspected that not changing the water filter on the aer unit was a probable cause of the reported event. After this event, the water filter was changed and a disinfect cycle was performed on the non-asp aer unit. The hcws (healthcare workers) at the hospital were re-trained on proper use of cidexplus 28 day solution according to the IFU (instructions for use) and on proper reprocessing of the scopes. The information suggests that this event was isolated to this particular facility and that possibly use error of the non-asp aer unit had contributed to the event. No further action is required at this time. Asp will continue to monitor for trends.